Manufacturer narrative:
The field service representative noted that different modules in the laboratory had similar issues, and that samples with values below 12 u/l often repeated with results of <5 u/l with negative values. As the issue affects different modules, the event is consistent with a preanalytical handling issue. The investigation did not identify a product problem. Based on the information provided, the specific cause of the event could not be determined.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable alanine aminotransferase acc. To ifcc with pyridoxal phosphate activation results for 1 patient sample on a cobas 8000 cobas c 701 module. The initial result was <5 u/l, and the repeated result was 33 u/l.